Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized because they passed out due to hyperglycemia on an unknown date. Customer¿s blood glucose level was over 1000 mg/dl at time of incident. Customer also had positive results in ketones test, nausea, vomiting, abdominal pain, difficulty in breathing and diabetic ketoacidosis. Customer stated that they believes that the insulin pump had been under delivery for the past few months. The insulin pump will be returned for analysis.